Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing insulin leaking at the infusion site. She noticed the leak by the small and her pants were wet. This occurred on three different occasions and the site was placed on the back of her hip. She is unsure if the infusion set is leaking or if insulin is leaking from her body. The infusion site is always inserted by her doctor and there is no scar tissue or bruising. There is a lump after the infusion site is removed where insulin is not absorbed. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.